Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as itchy and red around all of the electrodes. There was no alleged device malfunction. The patient's nurse's were applying a unknown lotion, the patient was also self medicating with gold bond cream. The patient reported the irritation was improving.